Event description:
The customer reported that during a surgery for ovarian cancer, after sealing and cutting, the device could not be reopened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove the device from tissue. There was no pt injury.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(4) 2013. A visual inspection showed tissue in-between the jaws and the jaws were stuck shut. The knife was contained within the jaws and the jaws had to be pried open. The knife webbing was bent. The knife edge was not damaged. The IFU for this device states: keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp implemented a jaw/blade design to increase the blade retention within the jaws of the handpiece.